Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a pump error 82, flashing solid white screen, and communication issue. The customer reported no adverse event. The event involved product(s) mmt-1884l, mmt-7841zn. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1884l was requested for return. No return is required for mmt-7841zn.

Manufacturer narrative:
Pump booted up properly once installing aa battery, no flashing white display was noted. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. Test p-cap and reservoir locks properly into the reservoir compartment. No pump error 82 alarms were noted during testing. During self test, the red led indicator turned on and the vibrator motor vibrated with both functioning properly, the hardware worked as expected. Successfully downloaded pump history files and traces using thump software. Pump error 82 was found in the history file/long trace file on the event date of 05/31/2025 at 05:56:14.000, 05:57:14.000, and 05:58:14.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: scratched case, cracked keypad overlay, pillowing keypad overlay, and label damage. Pump error 82 was confirmed in the pump history files and traces due to a software anomaly. Flashing white display was not confirmed during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.